Manufacturer narrative:
Block e1 (initial reporter facility name): the second affiliated hospital of chongqing medical university block h6: imdrf device code a050701 captures the reportable event of snare would not fully cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the device could not cut through the polypus. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h2 (correction): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 18, 2024. Block h6 has been updated to code loop could not extend deeming this a non-reportable scenario, due to additional information received on april 18, 2024.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the device could not cut through the polypus. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. Additional information received on april 18, 2024: it was clarified that the main problem of the device was it could not extend and there was no need to attach the snare device to the active cord.